Event description:
Reporter alleged blood glucose monitoring device is reading too high and went to the hospital based on the results. Reporter stated meter read 403 mg/dl and called doctor who advised him to go the emergency room (ER). Reporter indicated ER result was 79 mg/dl about an hour later. Reporter stated being treated with a saline IV to re-hydrate him and staying at the hospital for 2.5 to 3 hours until glucose reading was 89 mg/dl and then was released home. Reporter indicated no controls were used and request was made for the return of the suspect device and replacement product was sent.